Manufacturer narrative:
No visual inspection was performed as the lens remains implanted. The reported complaint could not be verified. Manufacturing records review: manufacturing records were reviewed and the lens was manufactured according to specification. The units were released according to specification. A search on complaints revealed no other complaints were received for this production order number to date. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provide instructions and precautions for the proper use and handling of the product. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was not verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
UDI #: (B)(4). Explant date: if explanted, give date: not applicable as to date the lens remains implanted. Initial reporter phone number: (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens (iol) had the haptic that appeared stuck to the side of the optic after insertion into the patient's eye. It was also reported taking a very long time for the haptic to unfold and it looked as if the haptic was stuck to the rear side of the optic. No patient injury reported and to date the lens remains implanted. The delivery system is available for evaluation.